Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (250-320 mg/dl). Reportedly, elevated bg levels were due to an illness. Customer requested assistance adjusting the pump carbohydrate ratio. Tandem technical support guided the customer through adjusting the carbohydrate ratio. Customer delivered a bolus and administered manual injections to address elevated bg levels. At the time of the report, customer's bg level was 91 mg/dl.